Manufacturer narrative:
The customer examined their device and observed that a cable that goes from their OEM modem, which is used to transmit data, was frayed. The customer was able to determine that the device would only power off by itself when that frayed cable and OEM modem were plugged into their lifepak device. The customer then permanently removed the cable and OEM modem from the device. It was later confirmed by the customer that they had contacted the manufacturer of the cable and modem and received a replacement. The customer further advised that no additional power issues have been observed since they replaced the cable and OEM modem. Neither the device, nor the cable and modem were returned to physio-control for evaluation.

Event description:
The customer contacted physio-control to report that their device powered of by itself. There was no patient use associated with the reported event.